Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (Closure codes and device codes). Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2017 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The patella was resurfaced and one depuy cement was utilized. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2019 indicate the patient received a right total knee revision due to pain, stiffness, crepitus and mild varus/valgus instability. Upon entering the joint, a significant amount of scar tissue was encountered and carefully released. The tibia was noted to be clearly loose, interface not given. All components, except the patella, were revised. Competitor product was implanted at the time of revision. The surgery was completed without indication of complication by the surgeon. Revision due to pain, stiffness, crepitus, scar tissue, mild varus/valgus instability and tibial loosening. Depuy cement x1 was utilized at the primary procedure. Doi: (B)(6) 2017, dor: (B)(6) 2019, (right knee).